Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Device evaluation and results: not performed as no devices were returned and no photographs were provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. The product or photographs of the reported product were not provided, therefore, it was not possible to determine the root cause of the reported package damage. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
The vial of liquid was broken when the package was open.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The vial of liquid was broken when the package was open.